Event description:
Boston scientific received information that this patient had one device attempted that during implant once the chronic shock lead was connected, exhibited a high out-of-range (oor) shock impedance of greater than 125 ohms while in the triad configuration. That device was removed and the chronic device was then re-connected to the chronic lead, and showed normal impedances. The physician thought that it was a device issue, so he never used that device and asked for this device. The physician connected the chronic lead to this device and had the same oor impedances. Boston scientific technical services (ts) was consulted and stated that our newer devices have more susceptibility to electromagnetic interference (emi) and that the oor impedances are likely interference in the room. The device programming was changed, and this device remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.